Event description:
It was reported by a patient that he "had a gl procedure and has pain, swelling and constant urge to urinate". Reportedly, this patient was "seen in the hospital one week ago". "He is doing fine; this patient tends to be anxious". There was "nothing that occurred during the procedure". No further information was reported.